Event description:
Central line inserted by doctor in 2000. This doctor had rec'd training re: double clicking of central line fixation device. However, on 5/30/00 central line noted to be out of position - approximately 14cm out of pt. Pt had been receiving blood pressure supporting medication through this line and consequently blood pressure dropped dangerously low. When line examined double click device had not been engaged correctly. Dangerously low blood pressure - could have been fatal but pt did survive. Needed new central line access to facilitate administration of blood pressure medication.

Event description:
Problem was discovered when there was a drop in the pt's blood pressure. They tried to rewire but catheter only 1 cm in. The device was used for infusing blood pressure medication.